Event description:
It was reported that the pt has not seen her physician for the device in two years. She was very thin and her device was protruding in the back area. When she pressed on the device, she would get "some relief". It was noted that her daughters have been very rough on her body from playing and that she had banged her back a "few times". It was reported that she had a possible infection and fever for the past 3 months. Specifically, she felt like she had an infection in the vaginal area and it seemed to have spread to kidneys. Further info was requested.

Manufacturer narrative:
(B)(4).